Manufacturer narrative:
Device disposition presently unknown.

Event description:
On (B)(6) 2018 a carboseal valsalva cp-029 sn # (B)(4) aortic prosthesis was implanted. The same day (B)(6) 2018 the valve was explanted and a carboseal cp-027 sn # (B)(4) was implanted instead. No further information was received.

Manufacturer narrative:
Based on the information provided, there is no indication of an adverse event or indication that carboseal size 29 was used. It is reasonable to conclude based on the sizes of the devices that the event is attributable to mis-sizing. There is no indication of device dysfunction and no further investigation is required.

Event description:
The additional information indicated that the procedure was an attempted repair, but unsuccessful. A carboseal size 27 was implanted. The operative report has no indication that the carboseal size 29 was used. The patient outcome was good and no indication of an adverse event.